Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 56 mg/dl at the time of the call. The customer treated their low blood glucose with candy. The customer stated that they have a refurbished insulin pump and cannot get out of the rewind sequence. The customer declined assistance with programing their insulin pump. The customer stated that their insulin pump is already being replaced. The customer did not return the product back for analysis.